Event description:
The customer reported that the evis exera iii duodenovideoscope tested positive for an unexpected contamination. The issue was found during regular examination in the hospital. The user did not report any contamination or any other serious deterioration in state of health of any person, to which this medical device could have been a contributory cause.

Manufacturer narrative:
Attempts to retrieve additional information from the customer are in progress. This event is under investigation. A supplemental report will be submitted upon receiving additional information.

Manufacturer narrative:
This report is being supplemented to provide cleaning, disinfection, and sterilization (cds) information. The cds was performed by the customer. There was no patient infection. Pre-cleaning was completed immediately after the procedure and involved the following steps: aspiration of water through the instrument/suction channel with a suction pump, aspiration was done with both first and second positions of the suction valve and flushing the air/water channel with air and water using the adapter. The forceps elevator was not moved to raise and lower three times during aspiration during precleaning. The device passed a leak test and anios detergent was used for manual cleaning. The instrument/suction channel, aspiration channel, biopsy channel, suction cylinder and erector were brushed during manual cleaning. The forceps elevator was raised and lowered when submerged in the detergent solution, the forceps elevator was flushed, the distal end was brushed with a channel opening brush and single use soft brush, and the distal end was flushed with the distal end flushing adapter. Manual disinfection was not done. A soluscope series 4 automatic endoscope reprocessor (aer) was used with soluscope detergent and disinfectant. All channels were connected with tubes when setting up the aer, the concentration and expiration date of the disinfectant was controlled, the water quality of the rinse water was controlled and the water filter was replaced according to the instruction for use (IFU). The scope was dried using a clean paper towel/wipe and filtered compressed air. The scope was stored in a plasma typhoon. This event is under investigation. A supplemental report will be submitted upon receiving additional information.

Manufacturer narrative:
This report is being supplemented to provide results of microbial testing and device evaluation. After the device was returned to olympus, it was sent out for additional testing. The microbiological analysis report indicated the channels of the scope were cultured and the results obtained comply with the target level for an endoscope subjected to high level disinfection and rinsed with sterile water. During device evaluation at olympus, it was found the distal end lens adhesive was chipped, the bending section cover adhesive was separated, the air/water and suction cylinders were scratched, and the aspiration channel was scratched. This event is under investigation. A supplemental report will be submitted upon receiving additional information.

Manufacturer narrative:
This report is being supplemented to provide additional information based on results of third-party testing and the legal manufacturer's final investigation. The reprocessing steps provided by the user were reviewed where the following deviation from instructions for use (IFU) was confirmed: - not raised/lower forceps elevator by manipulating lever at precleaning. Olympus provided the following result of the culture test, performed at the third-party labs: sampling date: aug 11, 2023. Sampling from: all channels. Cfu: 2cfu(3cfu/100ml). Bacterial identification: micrococcaceae. Sampling date: aug 11, 2023. Sampling from: distal end. Cfu: <1 cfu. Bacterial identification: n/a. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a deviation from instructions for use (IFU) was confirmed therefore, reprocessing may have been conducted insufficiently. Growth of microorganisms were found through culture testing by the user after reprocessing. However, when olympus culture tested after reprocessing in accordance with IFU before repair, the results conformed to the regulation's recommendation. The suggested event is preventable by handling device in accordance with the following IFU. -reprocessing manual_ precleaning the endoscope and accessories_ aspirate water depress the suction valve (mh-443) on the endoscope, and while aspirating the water through the endoscope for 30 seconds or more, move the elevator control lever in each direction three times. Olympus will continue to monitor field performance for this device.